Event description:
It was reported per article of interest literature review that the authors created a patient model capable of simulating supraventricular tachycardia (svt) with premature ventricular contractions (pvcs) using a water tank, analyzer, stimulator, and external pacemaker. Using this model, they conducted a comparative evaluation of the svt discrimination functions of implantable cardioverter defibrillator (ICD) devices from five commercially available manufacturers. The ventricular tachycardia (vt) zone was set at 110 bpm across all ICD, vt detection settings were configured at each manufacturer's nominal values, and morphology discrimination functions were not used. Experimental conditions: sinus tachycardia at 120 bpm with a single pvc (coupling interval 350 milliseconds [ms]); sinus tachycardia at 120 bpm with two pvcs (coupling intervals 350 ms and 300 ms). For a single pvc, boston scientific devices triggered therapy under the ventricle (v) greater than atrial (a) condition. For two consecutive pvcs, boston scientific devices again triggered therapy under the v greater than a condition. No adverse patient effects were reported.

Manufacturer narrative:
Tokudome, daigo, et al. (2026). Experimental evaluation of the discrimination functions of ICD devices from various manufacturers for supraventricular tachycardia with pvcs. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026.